Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
As reported from the clinical support specialist, "call from speedez. [The clinician] has had frequent high baseline alarms on the pump. We swapped consoles and the patient was without therapy for less than 20sec and remained stable. We did get one possible helium loss 2 on the second console. I told [the clinician] to relay the information to the fellow and then have them verify the placement after the cxr is taken. She verbalized understanding on all and had no further questions". The patient status is reported as "fine". Associated MDR 3010532612-2022-00489

Event description:
As reported from the clinical support specialist, "call from speedez. [The clinician] has had frequent high baseline alarms on the pump. We swapped consoles and the patient was without therapy for less than 20sec and remained stable. We did get one possible helium loss 2 on the second console. I told [the clinician] to relay the information to the fellow and then have them verify the placement after the cxr is taken. She verbalized understanding on all and had no further questions". The patient status is reported as "fine". Associated MDR 3010532612-2022-00489.

Manufacturer narrative:
(B)(4).